Event description:
Customer reported that system ramps up to max technique in auto mode, but no fluoro image is displayed. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system are reseated the power supply connectors. System operates as intended.